Manufacturer narrative:
This supplemental report is being filled to include the conclusion code, previously omitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a check. As result, the patient underwent a surgery wherein the crt-p was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a check. As result, the patient underwent a surgery wherein the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned for analysis. This report is being submitted to capture the change in product location and codes. A supplemental report will be issued once analysis is concluded.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a check. As result, the patient underwent a surgery wherein the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets were coincident with a drop in battery voltage and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a check. As result, the patient underwent a surgery wherein the crt-p was explanted and replaced. The device was returned for analysis. No additional adverse patient effects were reported.